Manufacturer narrative:
H6: codes have been updated to reflect new information confirming file as a duplicate. H10: this event is covered in regulatory report #3004209178-2023-13742. G2. Foreign: france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information rec¿d. Manufacturer representative (rep) confirmed that this file is for the following case: MFR report # 300 4209178-2023-13742. Additional information received reported that this event was a duplicate of the one previous reported in MFR report # 3004209178- 2023-13742. Any new information received in the future will be reported under MFR report # 3004209178-2023-13742.

Manufacturer narrative:
B3: date is not known. G2. Foreign: france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an ins implanted in 2020. This patient went back to the operating theatre several times after feeling uncomfortable with the equipment: this was identified as superficiality of the system combined with the patient's thinness. We checked the integrity of the system several times in the operating theatre (clean connectivity, satisfactory impedances, etc.). It was suggested that we test for hypersensitivity to the stimulus components. Given the extent of the symptoms developed by the patient (skin burns ++), even with the stimulation switched off. All the equipment was removed entirely on 10/10. However, the specialist who will be carrying out the hypersensitivity tests has asked for a sample of the components of the equipment. It was wondered if they can use the equipment that has been removed (of course, it would have to be disinfected)? Or can medtronic provide the doctor with a sample to carry out the tests? Technical services advised that they cannot suggest the use of explanted components for allergy testing as they are not officially tested. It was confirmed that some hospitals glue the device components to the patient's skin to see if they cause a reaction. A list of the components that have been tested previously were provided.